Manufacturer narrative:
(B)(4). D4 catalog no - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. It was reported by the patient's diabetes educator that the patient went to the hospital with the needle stuck in the skin. The needle was removed by the doctor, and a suture was needed to close the wound. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.